Manufacturer narrative:
This report or other information submitted by hearing lab technology llc under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by hearing lab technology llc, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the importer, by the end user, I bought a pair of lucid hearing aids about a year and a half ago from sam's club. They worked great for a little while and stopped working. I purchased another pair about a month and a half ago and actually had it break off in my ear with the rubber piece, still on it and had to have it removed from my ear canal, and as I was pulling the other one out had the whole top of the hearing aid come off. Customer did not require medical attention or invervention.